Event description:
The device was used during a laparoscopic gastrectomy procedure. The safety shield would not retract. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.